Manufacturer narrative:
A patient experiencing hematoma at the ipg site, was reported to abbott. The patient¿s ipg was explanted and replaced. Therapy was restored. The results of the investigation are inconclusive, since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. Additional information was not provided.

Event description:
It was reported that the patient had a hematoma-like mass at the ipg site. In turn, the patient underwent surgical intervention wherein the device was explanted and replaced to address the issue.